Event description:
A physician reported a pt who was originally skin tested 4 years ago [exact date-unknown] with negative results. The pt had multiple collagen treatments without adverse event. In 2000, the pt was treated with collagen in the upper and lower vermilion borders and the upper vermilion. There was no blanching or dramatic color change noted at the time of the injection. However, the pt noticed bruising at the upper vermilion treatment site about an hour after the treatment. Pt developed pain that same night and then the area became ischemic 2-3 days later. A moist pustule formed at the treatment site and on the mucosal surface of the upper lip about 5 days after the treatment. The physician prescribed valtrex. On 18 may 2000, the pt was examined and it was noted pt had an ulcerative area at the upper vermilion treatment site and one at the upper lip mucosal surface. It was also noted a scab was forming at both sites. The physician prescribed warm compresses and hydrocortisone/benadryl mouthwash. The physician believed this is a definite necrosis. No further medical or surgical intervention was planned.